Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hospital has received empty packages instead of 2.4 variable angle (va) locking screws in the packages. The bags are sealed, and the perforation is still intact, but no screws are included. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: b3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. Note: following investigation was performed by the supplier. Please refer to the attachment "(B)(4) investigation form" for investigation results. Photographs were provided that displayed visual evidence. The photo evidence provided revealed that the six (6) va lockscr stardrive ø2.4 self-tap l16 packages were labeled with no product inside- per verbiage provided by the customer, the packages were sealed and closed. Hence this will be considered as an empty pouch. Per the complaint and accompanying photo evidence, the complaint condition was confirmed as a non-sterile packages with missing products. The affected parts were not returned to jabil monument, and the condition was confirmed based on the images provided and attached above. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the va lockscr ø2.4 self-tap l16 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> product code: 04.210.116 lot number : 52007p4 release to warehouse date : 31.jan.2025. Expiration date : na. Supplier: depuy synthes products, inc. Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.